Event description:
A customer reported to beckman coulter, inc. (Bec) that there were differential vote outs and clear fluid was dripping from the coulter lh 750 hematology analyzer. The leak was approximately 5 ml volume, and was not contained within the instrument. The lab technicians were wearing lab coats and gloves, but no face protections when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one had to seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found a leak under the differential shear valve and a plug in the differential mixing chamber's inlet port from the shear valve sample line. The fse replaced the differential mixing chamber and differential sample line between the mixing chamber and the shear valve. The differential shear valve and differential mixing chamber contain blood, diluent, and lh series pak reagents during operation and cleaning agent at shutdown. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).